Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally, it was reported that the customer experienced a low blood glucose (bg) (value not provided), cause was unknown. Reportedly, the customer required assistance from contacts to address bg level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.